Event description:
It was reported that a receiver reinitialization occurred frequently between 7/13/2026 and 7/14/2026 No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(b)(4).